Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used the rapidcross pta to treat the distal anterior tibial artery. It was reported, when removing the device from the patient the balloon detached from the shaft of the catheter. The physician used a microsnare to remove the remaining portion of the balloon. There was no patient complications reported.

Manufacturer narrative:
Evaluation summary: the rapidcross device was received was received for evaluation. The entire device was not returned. A segment of the inner assembly and balloon were returned. A radial tear was observed at both ends of the balloon. The inner assembly showed signs of stretching and a ductile fracture was noted on each end. It should be noted the distal and proximal marker bands were not accounted for.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.